Event description:
Patient had temp sensing foley cath placed by emergency room tech without difficulty, foley balloon checked pre insertion and witnessed by multiple parties. Rn in the room noted temp reading on rapidly dropping, rn checked on catheter, catheter found to be completely out without being pulled. Patient assessed and no injury noted. Rn noted a defective balloon on the catheter - the balloon had a hole in it. After successful placement of a functional verified temp sensing foley, the supervisor was alerted. Unfortunately the packaging and product were thrown away due to bloody urine in/on the product.